Event description:
A malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not addressed the elevated bg at the time of report but planned on using multiple daily injections (mdi). The pump was replaced to resolve the issue, and the customer reverted to mdi for backup therapy until the replacement arrives.